Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a decrease in the battery longevity was observed and premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.